Manufacturer narrative:
Review of instrument data files do not indicate any performance issues with the sensors around the time the discordant samples were reported. The cartridge was returned for evaluation and was installed on an internal instrument. Whole blood samples were run vs a control rp500 instrument and a discordant result was observed on the returned cartridge all qcs were within published ranges. The cartridge was disassembled and the valve seal in the luer mount was found to have a defect. This defect may have caused salt build up in the sample port area which may have contributed to the discordant results.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. They also stated that at the time of questioning the high result on instrument s/n (B)(4) on (B)(6), they ran rapidqc complete level 2 and aqc. All three levels and all quality control passed. The customer stated that there was no delay in patient reporting impacting medication, procedure, treatment or interventions.

Event description:
The customer reported discrepant sodium results. There was no report of injury due to this event.